Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed battery test, a21, a17 alarms due to blank display. Also, device had broken reservoir tube lip, missing reservoir tube o-ring. Device test reservoir does not lock in place properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was bale to clear the alarm and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.